Manufacturer narrative:
According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel dissection). A review of the manufacturing paperwork verified this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control, a gore® tag® conformable thoracic stent graft and gore® excluder® aaa endoprosthesis (aortic extender endoprosthesis) with a 22fr gore® dryseal flex introducer sheath. The sheath was reportedly inserted from the right common femoral artery. It was reported after the devices were deployed, the sheath was removed, a right external iliac artery dissection was identified. The dissection was reportedly minor, and the physician decided to monitor the patient. No follow-up treatment has been reported. It was reported that the sheath was advanced approximately 5cm without dilator because the sheath was went down slightly during the procedure. The physician suggested that advancing the sheath without the dilator led to the right external iliac artery dissection. The patient tolerated the procedure.